Event description:
Caller reported a false negative urine hcg pregnancy test compared to serum quantitative report. Patient reported that she ran a urine pregnancy test at home with a positive result. The doctor's office ran a test which was negative at 10am on (B) (6) 2010. The serum test which was run had a result of 72miu/ml. Patient's last menstrual period was approximately (B) (6) 2009. Patient was not sure of date when home pregnancy test was run or detection level of test.

Manufacturer narrative:
Lot number(s): hcg8070048. Expiration date(s): 06/2010. Control lot: 25miu/ml hcg urine control lot: hcg100113-01; 100miu/ml hcg urine control lot: hcg090521-01; 284.1 iu/ml hcg urine control lot: hcg091015-03. Summary of results: the retention strips meet qc specification. Correct positive results were observed at 3 minute read time when tested with 25miu/ml hcg urine controls. (N=5). Correct positive results were observed at a 3 minute read time when tested with 25 miu/ml hcg urine controls. (N=5). Correct positive results were observed at a 3 minute read time when tested with 100miu/ml hcg uring controls. (N=5). Correct positive results were observed at a 3 minute read time when tested with 284.1 iu/ml hcg urine controls. (N=3). Conclusion: from retain testing with in-house control, the client's result was not replicated, and the product performed as expected meeting qc specifications. Verified the product number, product description, lot number and batch record. No abnormal results were found. No corrective action required at this time as no product deficiency was established. Customer product will be tested when it is returned.